Manufacturer narrative:
(B)(4). Product does not return for evaluation. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone call on 8/17/2016 to know whether customer is still with fatigue. Customer is feeling better,customer did not seek medical attention;customer tested and is satisfy with the results obtained (131mg/dl).

Event description:
Consumer reported complaint of e-5 error; test strip error. The customer's expected fasting blood glucose test result range is 130 - 170 mg/dl. During call on (B)(6) 2016, the customer stated felt tired due to not eating. Customer stated that would eat soon and denied need for medical attention. During the call on (B)(6) 2016, a blood test was performed by the customer fasting and produced test result of 90 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).